Manufacturer narrative:
(B)(4). The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The male luer was cut from the extracorporeal tubing and not returned. The evaluation confirmed the reported problem. An abrasion leak is a known inherent risk and common failure mode caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that during patient therapy there was blood that filled the lines back to the intra-aortic balloon. Therapy was discontinued, but there was no harm to the patient.

Event description:
It was reported that during patient therapy there was blood that filled the lines back to the intra-aortic balloon. Therapy was discontinued, but there was no harm to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during patient therapy there was blood that filled the lines back to the intra-aortic balloon. Therapy was discontinued, but there was no harm to the patient.